Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low relative to the projected remaining capacity. The physician has elected to replace this device. As of today, the device remains in service, and no adverse patient effects have been reported.